Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported during the implant procedure that the physician was unable to obtain defibrillation thresholds within an acceptable safety margin. A different lead was implanted. No patient complications have been reported as a result of this event.